Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.